Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a piece of septum material in the syringe after completing the air removal process of the load sequence. Reportedly, this occurred with multiple cartridges. For the most recent event, the customer saw a piece of septum material in the syringe and in the patient line. There was no reported impact to the customer's blood glucose (bg) level for the past events; however, the customer reported a bg level of 132 mg/dl at the time of report. A new cartridge was successfully loaded after each event.